Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility biomedical technician reported that a dialyzer blood leak occurred immediately after the initiation of the patient¿s hemodialysis (hd) treatment. The blood leak was noted as being an internal blood leak. The leak was visually observed. The machine, a fresenius 2008t machine, alarmed appropriately with a blood leak alarm. Blood leak test strips were used and tested positive for the presence of blood. The patient¿s estimated blood loss (ebl) was approximately 250ml. There was no patient injury, adverse events, or medical intervention required as a result of this event. The patient was restarted on a new machine and treatment completed successfully with new supplies. The complaint device was reported to be available to be returned to the manufacturer for evaluation.

Manufacturer narrative:
A supplemental MDR will be submitted upon completion of this activity.

Manufacturer narrative:
Plant investigation: the device was returned to the manufacturer for analysis. A gross visual examination was performed on the returned sample. A delamination was noted on the cavity ID end of the dialyzer which extended between approximately 300° to 80° when the dialysate ports were positioned at 0°. No other defects or irregularities were visually noted on the fiber bundle or any of the molded dialyzer components. A lot history and production record review were performed. The reported lot number passed pyrogen testing, was within sterilization dosage parameters and passed all release criteria.

Manufacturer narrative:
Concomitant products the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.